Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient had a knot at the ipg site. On (B)(6) 2016, the patient underwent surgical intervention to address the issue. Pre-operative test revealed the white cell count was elevated but not high. When the ipg pocket was opened, a ball of puss was found. Cultures were taken and the scs system was explanted.

Event description:
Follow-up revealed the results of the culture came back as positive for infection. The patient was given antibiotics. The infection has resolved over time.